Event description:
It was reported that the patient had a pump stop on (B)(6) 2025 in addition to low voltage alarms and speed drops. The patient fell with the pump stop. Log files were sent for review. The log file confirmed pump stops and speed drops below the low-speed limit on (B)(6) 2025. These occurred while the patient was connected to battery power. This appeared to be caused by a phase-to-phase short.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The reported low voltage alarms were consistent with the pump stops observed in the submitted log file.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed the reported pump stop as well as low speed and low voltage alarms. Although a specific cause for these events could not be conclusively determined through this evaluation as no product was returned, based on previous complaint history, the abnormal pump operation appeared to be consistent with potential driveline wire compromise. A direct correlation between heartmate ii left ventricular assist system, serial number (B)(6), and the reported fall could not be conclusively established through this evaluation. The submitted log file contained events from (B)(6) 2025 through (B)(6) 2025. Intermittent pump stop events were captured on (B)(6) 2025 while the patient was connected to 14 volt batteries. These events were associated with low-speed advisory, low speed hazard, low flow hazard, and low voltage hazard alarms. No other notable events were captured. The patient remains ongoing on heartmate ii left ventricular assist system, (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial numbers (B)(6) and (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate ii lvas. Section 6 of the IFU entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and patient handling. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 of the IFU entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline.¿ the section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. A section on handling emergencies is also provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Diagnostics were performed in the past. One attempt at repair for the short to shield was made and unsuccessful. The patient had a forehead scratch, no head bleed. The patient was very aware of their options and did not wish for any further surgeries at this time. No equipment was exchanged. The low voltage alarm was believed to have been caused by the short to shield.